Event description:
During a laparoscopic hernia repair the eas stapler did not work properly. The staples appeared to be only partially formed. There was no consequence to the pt. A photograph of a staple is being returned with the stapler. On 11/4/96 the rep said the case was completed with another eas.